Manufacturer narrative:
H3: the fiber was returned to the manufacturer for analysis. Analysis found that it was not possible to confirm the reported failure. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, before the ablation was started, it was noted that there was a leak in the extension tubing set due to a hole near the end where it connected to the dual pump tubing. It was reported that the saline was started prior to the first ablation and after about 90 seconds, it was noted that the saline was still streaming into the drip chamber connected to the saline bag instead of dripping as expected. It was noted that there was saline spraying in the air out of the tubing running between the thermal therapy system and the waveguide. The pump was turned off and the tubing was replaced. It took less than ten minutes to replace the tubing and begin scanning again. The procedure was completed and there was no reported impact to patient outcome. It was noted that the site used multiple fibers so they did not have to open a new kit to replace the tubing set.